Event description:
Customer reported a malfunction alarm with the pump, identified as code malf 12, which occurred at least three times. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy. Customer was advised on how to put the pump into storage mode and to return the faulty pump within 10 days using a pre-paid label.